Manufacturer narrative:
The reaction monitor of discordant high results looks normal indicating a possible carry-over effect from other samples. The field service engineer did not report any findings. The investigation did not identify a product problem. The issue is consistent with a contaminated sample probe due to improper cleaning by the operator. Per product labeling: "interval: daily: cleaning the pipetter probes of the c 701 and c 702 module."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the creatinine (crea2) assay on a cobas 8000 c 702 module. The sample initially resulted in a crea2 value of 377.7 umol/l. The sample was repeated the next day, resulting in a crea2 value of 142.4 umol/l. The initial questionable result was reported outside of the laboratory. The crea2 reagent lot and expiration date were requested but not provided.